Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no known consequences or impact to the patient; torn material. (B)(4).

Manufacturer narrative:
Per medical review - reportedly, trailing haptic of the 3-piece silicone iol was stuck in the injector and torn off during insertion, requiring intraoperative lens removal. Incision was not enlarged and no other tissue damage was reported. Another lens was implanted successfully. No reported postoperative sequelae. According to the report, dated on (B)(6) 2015, the surgical technician stated that the most likely cause of the event was user error (surgeon`s technique). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the trailing haptic of the aq5010v three piece silicone lens got caught on the injector as the surgeon was inserting the lens. The lens was removed and replaced without any patient incident. The reporter stated event was likely due to a surgeon's error.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed the optic was torn and a haptic was bent. Neither the cartridge or injector was returned. (B)(4).